Event description:
The company field service engineer (fse) performed preventative maintenance tasks. During the functional checks portion he noticed a problem with the leksell adaptor¿s knob used for loosening and tightening the sun burst portion. Turning the knob counter clockwise was not loosening the leksell adaptor¿s sun burst components. It was actually separating the knob itself from the bolt that controls the tightness of the sunburst.

Manufacturer narrative:
It was reported that the leksell head holder adaptor¿s knob used for loosening and tightening the sun burst portion. Turning the knob counter clockwise was not loosening the leksell adaptor¿s sun burst components. It was actually separating the knob itself from the bolt that controls the tightness of the sunburst. The leksell head holder adaptor s/n is (B)(6) was returned at the manufacturing site for evaluation. A visual and functional inspection was performed, which confirmed the reported issue. A dimensional inspection was performed on three measures, the part is conforming. The cause of the issue is not known, but the design of the part may be improved to avoid such issue. D4 unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) performed preventative maintenance tasks. During the functional checks portion he noticed a problem with the leksell adaptor¿s knob used for loosening and tightening the sun burst portion. Turning the knob counter clockwise was not loosening the leksell adaptor¿s sun burst components. It was actually separating the knob itself from the bolt that controls the tightness of the sunburst.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The company field service engineer (fse) performed preventative maintenance tasks. During the functional checks portion he noticed a problem with the leksell adaptor¿s knob used for loosening and tightening the sun burst portion. Turning the knob counter clockwise was not loosening the leksell adaptor¿s sun burst components. It was actually separating the knob itself from the bolt that controls the tightness of the sunburst.